Manufacturer narrative:
The customer reported the AED is displaying 'replace battery now' and the asi is flashing red. The battery pack has an expiration date of september 2029. The maintenance schedule is reported as daily. Communication with the customer: the customer stated this is a new battery pack and verified that the pads were attached to the unit. Review of the log history file found that the unit entered service in (B)(6) 2018. In (B)(6) 2019 the device displayed a service code warning for 'battery voltage (mv)' which may be caused by cycles of incomplete self-test due to a depleting battery. The service code warning was cleared with a manual self-test. In (B)(6) 2019, the device displayed a 'replace battery pack warning'. Two alternate battery pack were installed over the next week, both giving 'battery low' warning. Over the period of (B)(6) 2019 and (B)(6) 2024, the customer installed and removed multiple battery packs due to the device depleting the battery packs prematurely. The customer was excessively testing the AED, leading to reducing the battery life expectancy. The customer was advised that the AED is ok to return to service with the new battery pack, and reviewed proper maintenance.. No additional information is available at this time to further investigate the event. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED is displaying 'replace battery now' and the asi is flashing red. The customer did not report this event occurred during patient use.